Event description:
Boston scientific received information that during a routine follow-up of this pacemaker, it was not possible to establish telemetry for interrogation. They tried using a different programmer, changing positions, and doing a manual interrogation, all with no success. As it might be due to interference in the room, the patient will return in one week so they can try interrogating the pacemaker in a different room. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information additional information with regard to this device. A health care professional said that during a recent follow-up, the pacemaker interrogated perfectly, with no delay. It was suspected that the previous telemetry and interrogation issue was likely caused by electromagnetic interference in the room. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.